Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a recurring power error detected alarm. The customer¿s blood glucose was 192 mg/dl at the time of incident. Customer¿s parent stated that they previously called to report power error detected alarm and the alarm recurred within a week of troubleshooting the previous occurrence. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump error 25 due to a connector resistance issue.